Manufacturer narrative:
(B)(4). D10: 00634105032 item name liner 7 mm offset 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 55225000 g2: foreign: australia multiple MDR reports were filed for this event, please see associated reports 0001822565-2023-03538 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : product location is unknown

Event description:
It was reported that the patient underwent a revision procedure 9 months and 14 days post implantation due to a dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected, updated: h6 proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.